Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was told that having to charge every day is normal, but this is not what the patient expected at all. The patient spends 4-5 hours a day charging both units. He is not using it 24/7 as it is not worth the trouble. As long as the patient doesn¿t expect to use the system 24/7 for pain relief, he does not need to charge every day. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient asked how long does the charge last for the implant. The patient stated that he charged every day and he is only getting 22 hours of usage and will have to charge the implant again. The patient stated his setting is 2 something and he charge the implant up to 100% every day and uses the therapy 24hours/seven days a week. It was reviewed that charging the implant depends on the usage and setting, so it is different for each person. The patient was redirected to follow up with their healthcare provider (hcp) to check the implant and address the patient's concerns about recharging. No further complications were reported. No patient symptoms were reported.